Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels between 50-75 mg/dl due to needing settings adjustments. Low bg was addressed by consuming glucose tablets and carbohydrates. Tandem technical support assisted customer in adjusting settings to match their healthcare provider's recommendations.